Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Tandem technical support arranged to send a replacement charging cable and wall adapter. The customer received the replacements and confirmed pump battery began charging.